Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Procedure: anterior lumbar interbody fusion(alif) indication involved in the event: double isthmic fracture on l5, anterior lumbar interbody fusion l5-s1 on the (B)(6) 2016 problem : anterior movement of the plate + cage patient had an l3-s1 full fusion + iliac extensions later on. It was reported that post-operatively on (B)(6) 2017 cage subsidence into endplates.